Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the (B)(4) clinical study. On (B)(6) 2015 the patient was admitted to the hospital as planned by the physician for the bt procedure. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 following the procedure, the patient experienced atelectasis. The patient's hospitalization was prolonged due to the atelectasis. No further treatment was required. On (B)(6) 2015 the atelectasis had resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2015: pre-bronchodilator: fev1: 1.36; fev1 % predicted: 74.00; fvc: 2.02; fvc % predicted: 91.00. Post-bronchodilator: fev1: 1.50; fev1 % predicted: 81.00; fvc: 2.26; fvc % predicted: 101.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed as part of the e7086 bsc bt registry clinical study. On (B)(6) 2015 the patient was admitted to the hospital as planned by the physician for the bt procedure. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015 following the procedure, the patient experienced atelectasis. The patient's hospitalization was prolonged due to the atelectasis. No further treatment was required. On (B)(6) 2015 the atelectasis had resolved and the patient was discharged from the hospital. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.36. Fev1 % predicted: 74.00. Fvc: 2.02. Fvc % predicted: 91.00. Post-bronchodilator: fev1: 1.50. Fev1 % predicted: 81.00. Fvc: 2.26. Fvc % predicted: 101.00. Additional information received on july 18, 2017. The patient was also treated with oxygen therapy, azithromycin, bronchodilators, corticosteroids and respiratory physiotherapy exercises. Cytology of bronchial aspirate was negative for malignancy.